Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: transforaminal lumbar interbody fusion it was reported that intra-op, flex arm remains loose after full tightening. Product contact with patient is unknown. No fragment of the product remained in patient.